Event description:
It was reported that when the devices was tested, after the surgery, an instrument error was displayed and then the blade broke. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: how did the instrument error and eventual blade breakage occur, as this occurred "after the surgery during testing?" What is meant by "after the surgery during testing?" Was analysis being performed on the device outside of the operating room? Was the device being tested by a hospital biomed? Was the device being tested by the rep? Was there any alert screens from the generator that caused someone to test the device after surgery? Did the device perform as expected during the surgery?